Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed due to multiple kinks on video cable. In addition, the following reportable malfunction was found during investigation: water leak test failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had a cut in the cord. The issue occurred during reprocessing. There was no patient involvement.